Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), (B)(6), (B)(4). All codes apply to product ID: 3889-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative regarding a patient implanted with a neuro stimulator for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms. It was stated that re-programming was done in an attempt to troubleshoot and an explant was planned for (B)(6) 2018. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4)2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was been seen in the office since (B)(6) 2016. The health care professional stated that the patient was scheduled for stage 1 and possible battery replacement in the operating room on (B)(6) 2018. There were no further symptoms or complications reported or anticipated.